Event description:
On (B)(6) 2011, customer reported that the cx5 delta instrument was leaking, and that the leak could not be located. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and found the waste container leaking at the seal. Fse removed, cleaned and sealed the o-ring. This resolved the issue and no further leaks have been reported from the customer.

Manufacturer narrative:
(B)(4).